Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had poor oral intake due to pain from esophageal cancer and a known outflow graft kink and had experienced frequent low flow alarms that were worrisome to the patient. A low flow software upgrade was requested. Log files were submitted for review. The log files captured low flow events on 27mar2026. The events were considered routine while the low flows may have been contributed by the known outflow graft kink.